Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue split? Did the tissue dehisce? When did the issue occur? Was there any additional medical or surgical intervention provided after the suture was removed? What was the appearance of the suture when it was removed? Date suture was removed? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent episiotomy on (B)(6) 2018 and suture was used. Following the procedure, the patient¿s incision healing was bad, split, abnormal incision granulation. There was no swelling, no pus. The surgeon removed suture and did not re-suture. The patient underwent daily bath with potassium permanganate, one week after healing. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure unk what tissue type and location of the suture placement? Unk what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk how was the suture placed (interrupted or continuous)? Unk how was the suture tied (square knot or multiple knots one end)? Unk what tissue split? Did the tissue dehisce? Unk when did the issue occur? Unk was there any additional medical or surgical intervention provided after the suture was removed? Daily bath with potassium permanganate what was the appearance of the suture when it was removed? Date suture was removed? Unk other relevant patient history/concomitant medications unk what is physician¿s opinion as to the etiology of or contributing factors to this event? Maybe suture what is the patient current status? Stable